Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, an error message was observed. The device was reprogrammed. The device remains implanted and will be monitored.